Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a device analysis. Upon interrogation, it was observed the atrial lead was failing to capture and failing to sense at max output. No programming changes or intervention were completed to address the issue. The patient was stable.